Manufacturer narrative:
The subject device was returned for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had bending rubber glue crack off the distal end. There were no reports of patient involvement.